Event description:
It was reported that the mattress was inflating continuously. The automatt was getting too much air and was filling up causing a rather large bump in the middle of the mattress. The issue happened when the mattress was not in use by the patient. No injury occurred. The mattress overinflation was confirmed during the quality control check at the service center. The repair specialist replaced the faulty automatt with a new one and returned the repaired mattress to the customer.

Manufacturer narrative:
The cause of the automatt over-inflation is incorrect circulation of the air in automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. Simulation was conducted with the faulty automatt. The mattress was tested with and without the load on it. With the load, the overinflation did not occur. The technician's simulation confirmed the customer's allegation (the mattress overinflation without patient on it). The simulation also confirmed that a deactivated grommet membrane allows air to escape and there is no risk of the automatt over-inflating when the patient is lying on the mattress, and therefore there is no risk of patient's fall. In summary, the nimbus professional mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated). UDI number is not present on the product label. The date of event was estimated based on the awareness date.